Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up. Interrogation of the device revealed that the right ventricular lead exhibited high capture threshold, high pacing impedance, and noise, which indicated lead fracture. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
New information received noted that the patient initially presented for in-clinic follow-up with over-sensed lead noise that resulted in pacing inhibition.